Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) and substrate lot 1z60068 from 24-apr-2017 through aware date 24-may-2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under chapter 6 system operation, section 6.2 daily check states: the daily check procedure should be performed prior to assay operations. It involves inspecting the system, replenishing reagents and emptying waste if required. It concludes with the substrate background measurement. Always perform daily check before starting assay operations. Chapter 9, maintenance, section 9.1 daily check states: cleaning the substrate lines if the blank high (bh) flag appears with 4mu background during daily check, use the following procedures to clean the substrate lines. (1) replace the substrate bottle with the substrate replacement solution (70 % ethanol). (2) click the replace substrate button on the operation panel (toolbar) to start the substrate replacement sequence. (3) repeat the foregoing procedure three times. (4) prepare nitric acid solution of about 0.1 mol/l, which is commercially available, or by diluting nitric acid concentrate 100 times with water. (5) replace the substrate replacement solution (70 % ethanol) bottle with the nitric acid solution. (6) click the replace substrate button on the operation panel (toolbar) to start the substrate replacement solution (70 % ethanol) replacement sequence. (7) repeat the foregoing procedure three times. (8) reinstall the substrate replacement solution (70 % ethanol) bottle. (9) click the replace substrate button on the operation panel (toolbar) to start the nitric acid solution replacement sequence. (10) repeat the foregoing procedure three times. (11) replace the substrate replacement solution (70 % ethanol) bottle with the substrate bottle. Click the daily check button on the toolbar and perform the daily check once more. The most probable cause of the reported event was contaminated substrate.

Event description:
A customer reported a shift in background check from 24 to 176 on 4-methylumbelliferone (4mu) with the aia-900 instrument. The customer was using a new substrate lot, 1z60068. They further reported that the quality control (qc) level 1 had a shift on estradiol (e2) from 168pg/ml to 200pg/ml and prolactin (prl) from <l to 1.1ng/ml. The customer reran the background check and the 4mu went to 57. The customer bleach cleaned the substrate line and the 4mu went down to 13. A patient sample was ran the day before the issue with an e2 result of 36pg/ml and was now resulting 36.9pg/ml. The progesterone (prog) was 5.3ng/ml and was now 5.9ng/ml. The customer called back the next day to report that the 4mu background result was -1. Technical support (ts) advised the customer to make up new substrate (customer used lot 1z60069), and repeat the background check which resulted in a result of 27 on the 4mu. The customer ran qc and patient samples with acceptable results. A background check performed later that day was stable. The instrument was operational. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), progesterone (prog), and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.